Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Three back extruded staples were observed in the cartridge. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the staple hang-up. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic lobectomy, many staples did not form properly, with staple legs remaining upright and failing to bend, resulting in poor staple formation and an incomplete staple line at the central location. Several staple legs became stuck to the reload and failed to detach, causing the reload and bronchus to become stuck together and unable to be removed. Surgical time was extended by approximately 40 minutes due to these issues. The surgeon manually removed each staple from the bronchus using forceps and cleared all malformed staples. The bronchial stump was then sutured with thread due to the inability to staple the bronchus.